Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73b1900223 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the weck autoedno5 would not load and fire correctly. It was removed from sterile field.